Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that her blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. Section h4 of the initial report indicated that the device manufacture date for the contour next one meter with serial # (B)(6) was 24-nov-2018. The correct device manufacture date is 06-nov-2018. Section h4 has been updated.